Manufacturer narrative:
The onset of the patient's pump cable damage is reported under MFR #: 2916596-2022-16084. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a driveline communication fault alarm. The patient had recently had their controller and mod cable exchanged due to a driveline power fault caused by damage to the patient's pump cable. A slight shift in pump power current distribution was noted in the log files. The driveline communication fault was cleared in the clinic and the patient was sent home.

Event description:
Additional information: the driveline communication fault alarm was still present as of (B)(4) 2023. A driveline power fault was now present alongside the driveline communication fault. Both alarms were muted but were still visible on the log files; the patient's alarms would be monitored weekly. The patient was also listed as an urgent transplant candidate.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: although a specific cause for the driveline communication fault and driveline power fault alarms confirmed via the submitted log files could not be conclusively determined through this evaluation as no product is available for investigation, the alarms are consistent with the surgeon accidentally cutting the pump cable. The submitted controller event log files collectively contained events from (B)(6) 2023; from (B)(6) 2022 through (B)(6) 2023; and from (B)(6) 2023. A driveline communication fault alarm was active throughout (B)(6) 2023, from (B)(6) 2022 though (B)(6) 2023, and throughout (B)(6) 2023. It was noted that the current sense on line a appeared to be lower throughout the submitted log files and ultimately resulted in a constant driveline power fault alarm on 24feb2023. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. Section 1 of the IFU provides an explanation of all pump parameters. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook (rev. G) is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power and communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.